Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. The physician does not now know the source of the thrombus. There was moderate tortuosity. It was reported that the physician decided to create and aorto uni iliac with the use of a bifurcated stent graft and an aui device as the patient was extremely unstable at the index procedure. A recent CT revealed that the patient had thrombus where the aui stent graft is inside the ipsilateral limb. The patient has no symptoms or problems. It was reported that the physician implanted another manufacturer's 10x38 stent on the right side, just below the flow divider of the endurant stent graft and the occlusion was resolved. No clinical sequelae were reported and the patient is fine. Review of cta¿s 1 year post-implant revealed that a bifurcate was implanted up the right side, and was currently positioned just below the renal arteries. The bifurcate contralateral limb was not implanted. A likely aui was seen implanted near to the level of the bifurcate proximal margin, extending down into the bifurcate ipsilateral limb and excluding the blood flow into the contralateral gate. A right to left fem-fem bypass was visible. The distal ipsilateral limb was seen positioned within the right common iliac artery. Beginning just below the flow divider, a 4cm length area of thrombus was seen within the overlapping bifurcate/aui limbs. The stent graft ID in this location was approximately 11mm; however, no stent graft compression or kinks were observed. No thrombus was visible within the distal ipsilateral limb which measured 14mm ID. The maximum aaa diameter was 6cm. No endoleak was seen. The cause of the thrombus could not be determined from the images provided. Images post-stent repair were not provided. This may be related to a patient condition.

Manufacturer narrative:
(B)(4).